Event description:
Black substance from tip of drill was reported to leak into a pt during a craniotomy procedure. It was unknown if the black substance was oil from the motor or aqueous solution from the irrigation. The wound was flushed with antibiotics.